Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding other implantable neurostimulators (ins). It was reported hackers were hacking into dbs devices that would lead people to hear voices and have psychic/telekinesis powers. No further complications were reported.